Manufacturer narrative:
This report is submitted on january 11, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced thick skin flap at implant site and subsequently underwent revision surgery to reduce skin flap, (B)(6) 2017 (specific date not reported).